Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply power setting knob came off the body of the power supply. When the sales rep checked the returned device, it seemed like the knob was not fixed to the body and it easily fell off when the device was turned upside down. The procedure was completed by holding the knob in place. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no blood detected. The knob on the device was missing from the power supply, and was not returned with the power supply. There were no other defects detected. Based on the returned condition of the device and the results of the investigation, the reported failure "break" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply power setting knob came off the body of the power supply. When the sales rep checked the returned device, it seemed like the knob was not fixed to the body and it easily fell off when the device was turned upside down. The procedure was completed by holding the knob in place. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply power setting knob came off the body of the power supply. When the sales rep checked the returned device, it seemed like the knob was not fixed to the body and it easily fell off when the device was turned upside down. The procedure was completed by holding the knob in place. The hospital did not report any patient effects.